Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure after an unspecified procedure. Reportedly, the clip did deploy; however, there was difficulty in removing the device. The device was removed using counter tension. Hemostasis was reportedly achieved with the clip; however, the physician kept pressure on the site for an unspecified amount of time to ensure hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found it was received fully clip deployed. The internal and external components were in the correct post deployment positions with the exceptions of the vessel locator wings. The vessel locator wings were severely bent and protruding out of the distal end of the tube set. When the device was opened for internal examination, tissue was found lodged between the locator ribbons. There was no other damage or abnormality detected. The bent wings indicate tissue may have been impacted against the wings during thumb advancement. A conclusive root cause based on the investigation findings could not be determined; however, it appears top be related to the operational context in which the device was used. No manufacturing issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.